Event description:
It was reported that a female patient ((B)(6)) underwent a pulmonary vein isolation (pvi) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that there was a possible map shift during the procedure, and then the effusion was discovered with transthoracic ultrasound. The patient did not exhibit any symptoms. A pericardiocentesis was performed, and 1.6 l of fluid was removed from the patient who was very restless during the entire procedure since she has alcohol and drug addiction. The patient was reported to be in stable condition and was observed overnight in the ICU. Two days of hospital stay was required due to the pericardial puncture and drainage. The patient fully recovered with no residual effects. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow settings were: low flow 2ml, high flow 8.15 ml /the standard pvi settings for stsf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error and no map shift was detected by the system. Force visualization features used were graph, dashboard, vector & visitag. The visitag module parameters for stability were at the standard and recommended settings for pvi point by point ablation tag size 3mm, fot time 25%, minimum force 3g, minimum time 3 sec, max distance change 2-3 mm, with no additional filter used with the visitag. All color options were used (fti ablation index, average, force, and time). The system did not provide any error messages regarding the map shift. The issue was seen during ablation. The system only recorded a distorted anatomy, which the doctor described as a shift, but it was not. It was the correct anatomy after pe that was naturally expanded by the pericardial effusion. No cardioversion, but the patient was very mobile on the table, but everything was within the tolerance range. Legs, arms, and head were moved, but the torso lay relatively still. It was also reported that the system was reacting very slowly, during the pvi procedure, and managed to finish successfully. During mapping, the map reacted with a second delay. After study closure and "review study" - "continue study" the map moved normally again. Only confidence and ablation index modules were used at that time. Later on, the pericardial effusion happened. Per the doctor, the carto system works fine and there was no need to test it. The map shift issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The system performance issue was assessed as not MDR reportable. This is normal or expected response from the system. There is no system malfunction. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30661634l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).